Event description:
A report was received that the patient was experiencing itching, burning and dark spots at the ipg site. The physician believed that the patient may have a allergic reaction to the device. The patient later developed a rash all over his body and the precision device was explanted. An allergy test was not performed and the patient is doing well.

Manufacturer narrative:
Event date: (B)(6) 2010. Additional suspect medical device components involved in the event: model#:sc-8216-70 (B)(4) model description:artisan 2x8 paddle lead (lim), 70 cm the explanted devices were not returned to bsn because they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received. The patient report that he had developed lesions, rashes, and scabs all over his body accompanied by pain shooting throughout his body 2 months after initial implant. The lesions became more painful, started bleeding, and excreting liquid. When the device was turned off the patient stated he would experience a tremendous amount of pain and itching. Initially, the patient's dermatologist diagnosed the patient with psoriasis, however despite treatment the condition persisted. On (B)(6) 2011 the physician performed a punch biopsy to determine the source of the patient's condition. The process included infiltration of anesthetic into one of the lesions and removal of the lesion using a punch. The result of the biopsy was "drug induced lichen planus". The patient's precision system was then explanted but the patient's symptoms have not resolved.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing itching, burning and dark spots at the ipg site. The physician believed that the patient may have a allergic reaction to the device. The patient later developed a rash all over his body and the precision device was explanted. An allergy test was not performed and the patient is doing well.

Event description:
A report was received that the patient was experiencing itching, burning and dark spots at the ipg site. The physician believed that the patient may have a allergic reaction to the device. The patient later developed a rash all over his body and the precision device was explanted. An allergy test was not performed and the patient is doing well.